Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had brief lightheaded spells after exercising. It was noted that there was no capture and infrequent oversensing on the atrial lead, the threshold measurements were high and a potential lead fracture suspected. The atrial lead was capped and replaced. The right ventricular lead also measured with high, unstable, un-measureable thresholds. The ventricular lead was capped and replaced. During the procedure, both sides were occluded so the leads were placed through the iliac vein and the chronic implantable pulse generator (ipg) was moved to the right abdominal area. The ipg remains in use. No patient complications were reported as a result of this event.